Event description:
It was reported that an ilet user experienced difficulty initiating pairing with a dexcom g7 sensor, with the sensor repeatedly exiting pairing mode until the user toggled the cgm menu between g6 and g7 and reentered the pairing code, after which pairing proceeded. Symptoms included intermittent loss of sensor connection. Outcomes included restored pairing and continued use without alerts or alarms. Investigation included guided troubleshooting and user education. Investigation of this case revealed a pairing process disruption consistent with a communication or configuration issue between the ilet and the dexcom g7 that was resolved by correcting the cgm selection and reinitiating pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction leading to temporary communication failure that resolved with standard troubleshooting.